Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door kept failing and making a clicking sound. A field service engineer shut down the station, disconnected and reconnected the tower door latch connections, and restarted the station. Hardware diagnostic application was run to test each tower door successfully. Tower door handles were cleaned, and the top cover electronic compartment was also cleaned. Issue resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door was clicking, failed and it requires maintenance. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.